Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01711. 1. Section a. Box 2. Date of birth 2. Section a. Box 2. Age at time of event results: there was no damage to the exterior of the lightning unit. Conclusions: evaluation of returned lightning revealed a functioning device. There was no damage to the exterior of the device. During functional testing, all audio and visual cues operated as intended. The root cause of the reported event could not be determined. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, prior to use with the patient, the indicator light of the lightning immediately turned solid red when the lightning was connected to the engine on the back table. The lightning was rebooted three times; however, the indicator light remained red. The issue with the lightning occurred prior to use and, therefore, the lightning was not used in the procedure. Next, the physician used the lightning from an indigo system lightning 8 with the same cat12. When the lightning was connected to the engine, the indicator light also turned red. The lightning was successfully rebooted and was used with the patient. Approximately ten minutes into the aspiration, the lightning and cat12 became full of clot and the indicator light of the lightning turned red again. Therefore, the lightning was disconnected, flushed with a 10 cc syringe and rebooted. The procedure was successfully completed using the same lightning, cat12, and engine. There was no report of an adverse effect to the patient.